Event description:
It was reported that the device's voice prompts were inaudible. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the voice prompts from the device were inaudible. The speaker assembly was replaced and then proper operation was observed through functional and performance testing. The device was returned to the customer for use.